Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 559 mg/dl at the time of incident. Customer also reports that the infusion set cannula was bent. Troubleshooting was performed for high blood glucose levels and bent cannula. The customer also reported that the insulin delivery was not suspended due to sensor glucose and blood glucose values. The insulin pump will not be returned for analysis.